Event description:
The hcp reported the patient experienced redness and cellulitis at the pump site. The pump was explanted and replaced in a "different site." The patient is reported to have recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function. Analysis results are within specification.